Manufacturer narrative:
One device was returned for analysis. A review of the event history log (ehl) confirmed the customer¿s reported issue of frequent occlusion alarms. Functional and visual tests were performed, and the device was found to be within specifications with no abnormalities identified. The cause of the reported issue could not be determined. However, since the logs showed the problem occurred frequently, it is possible that there was an abnormality in the fluid path. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had frequent downstream blockages that occurred. The event occurred during patient use, and there was no patient harm reported.